Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation observed the pcba burnt, display with scratches. There was two error code has been identified. The device was scrapped.